Manufacturer narrative:
The device that was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstructed fluid supply. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product.

Event description:
It was reported that during treatment the water jet line flow is too slow even adjusted to level 10 but is still unable to cut necrosis tissue. Finally the physician decided to change the new handpiece. No patient harm reported.